Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2011. On (B)(6) 2011, no symptoms were noted on the baseline biliary obstructive symptoms assessment. Liver function tests were performed and recorded. A pre-study stent placement cholangiogram on revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure and the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. A sphincterotomy was performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2011. On (B)(6) 2011, ten days post stent placement, the patient experienced severe acute cholecystitis and was hospitalized. (Please reference manufacturer report # 3005099803-2011-04014 regarding the acute cholecystitis event) on (B)(6) 2012, the patient underwent the per-protocol removal of the implanted stent. During removal of the stent, the retrieval loop broke while pulling it with a forceps. The stent was removed endoscopically using snare deice. The post removal cholangiogram and balloon sweep showed no evidence of a recurrent stricture requiring re-intervention. There were no patient complications or reported hospitalizations associated with this event. The patient was reported to be well post procedure.

Manufacturer narrative:
Study: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.